Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. The following morning while the patient was in recovery, their blood pressure dropped. A transthoracic echocardiogram was performed which revealed a pe at the apex of the left ventricle. A pericardiocentesis was performed and 500cc of blood was removed. The patient is recovered and was discharged the following day.